Event description:
The customer reported a charge failure therapy pca in auto test.

Manufacturer narrative:
(B)(4). The customer reported a charge failure therapy pca in auto test. No patient involvement was reported. The device was evaluated at the philips bench. The symptom was verified, the status log showed "charge shock failure therapy pca" errors. The therapy pca was replaced to resolve the issue. The device remains at the customer site. We are considering this malfunction of the therapy pca.